Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the buttons were hard to push, also the battery will not last a week and they received a battery failed alarm after replacing the battery. Also, the up and down, and the act buttons were intermittently unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.